Event description:
An abdominal stent graft system was selected for the emergent treatment of a 6.5 cm ruptured abdominal aortic aneurysm. The patient was seen about four months ago and the aneurysm was 3.5 cm in diameter. The physician elected to monitor the patient. The vessel morphology was severe calcificated and moderate tortuosity. It was reported that the patient presented with abdominal and back pain to the emergency room. The CT demonstrated that the aneurysm had ruptured and in the distal thoracic there was a dissection that continued down to the celiac artery and the sma; however, the physician was not treating the dissection at this time. The physician elected to treat the patient via evar. The aneurx device bfxch2816135 was inserted in the patient; however, it was determined that the aortic neck diameter was too large, therefore, the aneurx bifurcated stent graft was removed from the patient, without issue and discarded. (Ref MFR# 2953200-2010-01576) the physician inserted and implanted a talent af3214c155xh (ref MFR# 2953200-2010-01577) and aneurx contralateral limb ilxch1616115, (ref MFR#2953200-2010-01578, successfully without issue. Angiogram was performed and there were no endoleaks present. The patient's blood pressure was unstable during the entire procedure, due to the pre-existing condition of the ruptured aneurysm and the dissection in the distal thoracic aorta. There was a narrowing at the origin of the left common iliac artery where the aneurx device was implanted. The aneurx was modelled with a reliant balloon, however, the iliac stent graft still had narrowing, due to the small and focal calcification. (Ref MFR# 2953200-2010-01580) since the reliant balloon did not dilate the iliac stent graft, the physician changed to a non compliant balloon dilated the stent graft and opened up the focal calcification. The other manufacturer's balloon then modelled the iliac stent graft in the proximal portion of the stent graft, 4 cm proximal to the end of the contralateral stent graft. After the modelling the stent graft with another manufacturer's balloon the patient's blood pressure dropped. Angiogram was performed and it revealed constant extravasation, unknown where the extravasation was coming from. The physician implanted an ilxch161685 however, the extravasation did not change. The physician inserted the reliant balloon to occlude blood flow, another angiogram was performed while the reliant was inflated and the extravasation was still present, no change. The physician elected to convert the patient to an open repair, however, during the open repair the patient was receiving CPR and expired. The physician stated that the stent graft was intact, and the physician believes that there was an unknown branch artery that was dissected during an unknown time and continued to feed the aneurysm.

Manufacturer narrative:
(B)(4). Evaluation results: death, ruptured aneurysm prior to stent graft placement, severe calcification and moderate tortuosity in the vessels. Conclusion: ruptured aneurysm prior to stent graft placement, severe calcification and moderate tortuosity in the vessels. Ruptured aneurysm prior to stent graft placement.